Event description:
It was reported that patient faced issues with infusion set tape fell down by mistake during playing led to high blood glucose and treated with insulin pump on (B)(6) 2026. No further information is available.

Manufacturer narrative:
Establishment name: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site:3003442380.